Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was 360 mg/dl at the time of incident. The customer indicated that their blood glucose was high for them but declined to troubleshoot for that. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump passed the operating currents measurement, unexpected restart, displacement and self tests. Unable to perform the occlusion or no delivery tests due to the motor error alarm. The pump had minor scratches on the display window and a missing end cap sticker.